Manufacturer narrative:
The device was not returned for evaluation. If additional information is received a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A chest x-ray following a superdimension enb procedure showed the patient had a small pneumothorax and the fiducial markers migrated to the pleural cavity. No medical intervention was required. The patient was hospitalized for observation. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Patient went to an outside hospital for care and received a chest tube and was hospitalized for 3 days. If additional information pertinent to the incident is obtained another follow-up report will be submitted.